Manufacturer narrative:
Product ID: 309328, lot# 0203748205, explanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received from the manufacturer representative reported and clarified that the lead was originally on the left side of the patient and was revised to the right side. The lead was not working for symptoms and the revision occurred on (B)(6) 2011. The lead was replaced at the time of revision.

Manufacturer narrative:
Concomitant: product ID 309328, lot# unknown, product type lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that at "one year" the patient was unable to get the same success as they did with the test implant. The battery was also sticking out. An x-ray showed that the "were" had migrated inwards so a "wire" revision was performed in (B)(6) 2012. A new lead was implanted. In addition, the battery was re-sited. At least 50% improvement in continence was noted. No further information was reported. A follow up report will be sent if additional information is received.